Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for artificial cervical disc replacement. To prepare the endplates, the ipc was set to 35k. The cutter ran freely before the surgeon started compressing. As he was compressing, the mill bound up and subsequently stripped the gears. This happened with two different cutters. A third cutter was used with the ipc set to 60k rpm and the milling reportedly went great and the implant fit well. No patient complications were reported.